Manufacturer narrative:
Attempts have been made to obtain additional info. If additional info is received, a supplemental report will be submitted. (B) (4)

Event description:
Needle failed to retract and extra care was not exercised causing a needle stick injury.